Event description:
Additional information indicated that the implantable neurostimulator (ins) sensor was re-oriented. It was noted that the cause of the issue was determined to be programming and/or the adaptive stimulation feature by process of elimination. The patient was doing very well at the time of report and all intermittent stinging was resolved.

Event description:
It was reported the patient had a shocking and jolting sensation. The patient had intermittent and regular episodes of an electrical/stinging sensation below the scar where the lead was inserted in the t12/l1 region. The sensation also caused muscular cramping in the paravertebral muscles intermittently. The patient had a burning sensation, pain, and spasm at the device pocket and lead location. Impedance testing and reprogramming had been done. An impedance measurement at 1.5v indicated all impedances were within normal range. An impedance measurement at 3v showed impedances within normal range, but a similar electrical/stinging sensation was elicited in the same area. An appointment with the patient¿s healthcare professional (hcp) was scheduled for next week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# 977a260, product type: lead. Product ID: neu_unknown_lead, lot# 977a260, product type: lead. (B)(4).